Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
Event: necrosis of the edges through the wound and sorosanguineous secretion 3 days after the intervention. It was performed immediate cleaning and every three days continuously. A radiographic image shows the presence of a black halo. The surgeon indicates that he wish to perform removal of the titanium healix anchor and requested material for removal of the implant and orthocord suture for ligament repair that will be necessary after removing the anchor. Patient requires next intervention as soon as possible. The procedure was prolonged in 90 minutes.

Manufacturer narrative:
The expiration date was documented as unknown in the initial report and has been updated as 2/29/2020. Therefore, UDI: (B)(4). Device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.